Event description:
User turned vent on for initial use and appeared fine until placed pt on. Bagged pt, turned vent off and then back on and same problem happened. Vent up, r&t message displayed. Would deliver "vt". Vent exchanged without pt injury. Cse reports found up r&t error message at power on.